Event description:
Upon starting to use the monopolar device from the laparoscopic tray with the cord from the tray, the cord blew off the device and a spark occurred. The cord was replaced with a different sterilized cord and no further issue.